Event description:
Abbott gemstar pump infusion pump clock not working correctly. Clock is programmed in hours and minutes, clock was changing by seconds. Dates of use: one day in 2007. Diagnosis: intravenous tpn infusion.